Event description:
It was reported that brakes were not working properly on some stretchers. The customer has a fleet of 50 stretchers and would not provide information identifying which stretchers' brakes' were allegedly not holding.

Manufacturer narrative:
The distributor examined the stretchers allegedly involved. Likely customer abuse led to the damage of the brake rings. Brake ring damage caused some of the brakes to reportedly not hold.